Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Additional information provided. (B)(4). The customer¿s report of separation of the spin collar from the male luer was confirmed. Visual inspection of the set noted that the spin collar was missing from the set. Functional testing was not performed due to the separated spin collar was confirmed. The root cause of the separated component could not be determined.

Event description:
Customer reported that the while disconnecting the primary set from the patient's IV, the spin collar separated from the male luer of the primary set. The set was replaced without incident. No patient harm reported.